Event description:
Event: paralysis. Case details: it was reported that one day post graft implant the pt was experiencing paralysis of both legs. Additional details on any intervention or pt condition were not provided.